Event description:
The dr claims that when the graft was implanted for an abdominal aortic aneurysm procedure, it leaked an unknown quantity of blood from its bifurcation. The leakage was stopped with sutures, the graft was left in. The pt is doing well.